Event description:
The patient underwent an arthrotomy and eventually a revision to address painful crepitus.

Manufacturer narrative:
(B)(4):this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.depuy synthes has been informed that the catalog number and lot number is not available.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. Medical records were received and reviewed. From a medical perspective, based on information available, the complaint is unlikely to be product related. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.